Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient's revision operative records were received. Records indicate the patient was revised to address pain and stem loosening. Doi: (B)(6) 2012; dor: (B)(6) 2013 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Additional investigational inputs were provided and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's revision operative records were received. Records indicate the patient was revised to address pain and stem loosening.